Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced three infusion set kinked cannulas within 3 or more hours of insertion. Site of infusion set was abdomen. Infusion sets were in use for 3 hours for all the infusion sets. Patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).